Event description:
Level 1 rapid transfuser malfunction during use for massive transfusion protocol blood administration for a hemorrhaging trauma patient. Unable to transfuse units quickly or completely due to balloon pump pressure failing and not blowing up completely also in resulting blood wasting.